Manufacturer narrative:
No returned unit for evaluation.

Event description:
According to homedics, inc. MDR no. 1832894-2007-00067 stating, "bp monitor reading high. Doctor adjusted hypertension medication based on readings. Subsequently doctor suspected the reading were high and compared bp monitor to his own equipment."